Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however there was the possibility of this phenomenon was attributed to some kind of accidental failure and/or deterioration by long-term use of the subject device. The instruction manual of the subject device states appropriate handling and the corresponding method when there is an abnormality for the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic procedure with the subject device to do hernia repair for the patient, the subject device became less able to insufflate co2 into the patient's abdominal cavity. The user cycled the power of the subject device, however the subject device could not restart. The user replaced the subject device with another similar device and completed the procedure. There was no report of patient injury associated with this event. There were no further details provided.